Manufacturer narrative:
This remediation MDR was generated under protocol b10009704, as a result of warning letter cms# 617147. No causes or potential causes to the customer's reported problem were found during the device history record (DHR) review. A product sample was received for evaluation. Visual and functional tests were performed. No issues found were found with the physical condition of the device. Event history log (ehl) showed motor rate error. An occlusion test was performed and the reported problem was not duplicated. The root cause of the issue could not be determined. Actions were taken to mitigate the reported issues: replaced stepper motor for preventive measure and performed occlusion test which passed.

Event description:
It was reported that the pump had a motor rate error. No patient injury was reported.